Manufacturer narrative:
In addition to the cable issues resulting in image loss, service found that the optics could be loosened too easily from the adapter. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center for evaluation with no alleged complaint. There was no patient or user injury reported. Upon inspection and testing of the returned device, it was observed that the cable was torn and had several cuts, causing image loss. This report is being submitted for the malfunction found during the evaluation of the device (image loss/faulty cable).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 14-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.